Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Patient provided imaging that reported "¿left prosthesis shows clear signs of intracapsular rupture with little collapse, and a small quantity of extravasated silicone in the most caudal area (laminar) and some lymph node infiltrated with silicone, compatible with extracapsular rupture." Device remains implanted. Record is for left side.

Event description:
Patient provided imaging that reported "¿left prosthesis shows clear signs of intracapsular rupture with little collapse, and a small quantity of extravasated silicone in the most caudal area (laminar) and some lymph node infiltrated with silicone, compatible with extracapsular rupture." Device remains implanted. Record is for left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed, as unidentified (tear) opening (shell thickness within specification). And one opening assessed, as unidentified (tear) opening (shell thickness within specification). Silicone migration-breast: unable to observe, since it is not related to the device. No additional observations are performed.

Event description:
The device has been explanted and replaced with replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29/nov/2023.

Event description:
Patient provided imaging that reported "left prosthesis shows clear signs of intracapsular rupture with little collapse, and a small quantity of extravasated silicone in the most caudal area (laminar) and some lymph node infiltrated with silicone, compatible with extracapsular rupture." Diagnosed by MRI and ultrasound. The device has been explanted and replaced with replaced with another manufacturers device. Record is for left side.